Event description:
Information was received from a consumer on 2017-feb-22 regarding the patient's implanted infusion pump containing unknown medication(s) at an unknown dose and concentration. The indications for use included non-malignant pain and other chronic intract pain in the trunk/limbs. It was reported that the patient's pump was removed on "3/15" due to infection. A new pump was to be implanted soon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.